Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery was at normal end of life and telemetry and output were okay. The ins was received with the battery depleted (2.15 volts) and the end of service (eos) bit set. A longevity estimate was done based on the parameters from the initial review of the ins using the amplitude upper limit. The ins was being run with high cycling (0.1s on/0.1s off) which does not increase the battery longevity, therefore this calculation was done in continuous mode. Since the actual impedance was not given, the impedance was assumed to be 1000 ohms for one bipolar pair. The estimate indicated 3.2 years to elective replacement indicator (eri) and 3.45 years to eos. According to the trace report taken from the ins, the battery depleted to eri in 13.5 months and eos in 15.6 months. No visual or electrical anomalies were found with the hybrid circuit. The ins battery was found to be depleted. Destructive analysis of the battery did not reveal any internal anomalies that would have caused premature battery depletion. Due to the fact that there were no issues with the ins and it was programmed with high cycling (0.1s on/0.1s off) which negatively impacts the battery life, and it is unknown what actual impedance was across the output of the ins (lower impedances will negatively impact longevity), it appears this device reached a normal eos condition.

Event description:
Additional information received reported the implantable neurostimulator (ins) was in cycling mode at ¿0.1¿on-0.1¿off.¿ the reporter stated the device was still implanted and at the moment it was not known if the ins would be replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported, the implantable neurostimulator (ins) prematurely depleted. It was noted, the ins would be replaced. It was further noted, the patient had less than 50% therapy relief. It was noted, the patient status at the time of this report was alive with no injury. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.